Event description:
Pt reported the infusion device does not correctly display e4 occlusion errors. On (B)(6) 2011, pt's blood glucose continued to elevate despite delivering boluses. His blood glucose was 14 mmol/l (252 mg/dl), and he delivered a 3 unit bolus. Blood glucose was 26 mmol/l (268 mg/dl) after 30 - 60 minutes, and he delivered an add'l 10 unit bolus. Blood glucose elevated to "hi" 60 minutes later, and pt delivered a 13 unit bolus and then removed the infusion headset and noticed the cannula was kinked. He connected a new infusion headset tot he fully primed tube and programmed a 10 unit bolus, and he purposely kinked the cannula. The infusion device delivered the 10 unit bolus; however, no insulin flowed out of the headset and there was no e4 occlusion error. Pt's blood glucose prior to the event was within range at 8.6 mmol/l (154.8 mg/dl), and pt was feeling well at the time of the report. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.